Manufacturer narrative:
Device investigation underway - this will be filed in a follow up report.

Event description:
Case details: dissection was noticed following post-dilation of stent at proximal edge and extending posterior to stent. A 8x50 viabahn stent was placed to cover the dissection. Dissection was thought to have occurred at the .014 wire crossing but after review it could have occurred at time of the micropuncture kit (mpk), but it is thought not to have based on cca length, so therefore it is unknown if the dissection was caused by the mpk or the .014 wire. Device: product will not be returned as it was discarded by the hospital.